Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent power (battery compartment-damage) issue. It was reported the battery cap was never changed during 16 months of use. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the returned battery cap and test cap were able to attach securely to the pump. The battery compartment was cracked to the left of the bumper pad from the threads traveling down to the case seal. The black box history from the date of the alleged event had been overwritten due to continued use of the pump. No pump reboot events were observed in the current black box history. The pump was successfully run on a 24 hour basal program with no reboot occurrences. The audio bolus button cover was damaged but still responsive.